Manufacturer narrative:
Item and all available information has been forwarded to our MFR for analysis, aesculap. Closure pending further info from user facility.

Event description:
During a tonsillectomy, it was noted at the completion of the case that the pt suffered a second degree burn at the corner of the lip. The surgeon reported that the area that was cauterized was always in his direct view and no arching or sparking was noted. No intervention was performed. The pt's lip healed by secondary intention, small defect at the corner of lip. No further care needed. Surgery was not prolonged. Reference: aesculap medical device report# 2916714-2007-00002.